Event description:
It was reported by the repair technician that the sag saw is continuously working without using the trigger. There was no reported pt involvement or adverse consequences due to the event.

Manufacturer narrative:
The device was returned to the MFR for investigation. The complaint was verified. The trigger was repaired and the device was returned to the account.